Manufacturer narrative:
The employee sought medical treatment at the facility's ER and returned to work. The employee was not wearing proper ppe, specifically gloves, during the time of the reported event as stated in the operator manual. The operator manual states (pp.1-2), "any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant safety data sheet (sds) for appropriate personal protective equipment (ppe; refer to section 2, terms, definitions and symbols), spill containment and cleanup." The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." User facility personnel were disposing of biological indicators in the v-pro max sterilizer when the reported event occurred. No instruments were impacted as a result of the event and no procedure delays or cancellations were reported. A steris service technician arrived onsite to inspect the sterilizer and found the unit to be operating properly. The technician ran a test cycle and confirmed the sterilizer to be operational with no issues. The sterilizer was returned to service and no additional issues have been reported. The steris service technician counseled user facility personnel on the importance of wearing proper ppe.

Event description:
The user facility reported an employee obtained a burn while removing a pouch from the v-pro max sterilizer.